Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the returned gel stent was examined under magnification still attached to the surgical tape. The gel stent was unable to be removed from the surgical tape without being damaged and was not able to be hydrated. The gel stent is severed on one side. The slider was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The reported complaint of the xen glaucoma treatment system was confirmed as the gel stent was damaged on one side. The injector actuated as expected. The manufactured xen systems are 100% tested in-process and inspection under magnification at manufacturing. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported xen was difficult "illegible" advancement of "illegible" during implant and defective device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported xen was difficult "illegible" advancement of "illegible" during implant and defective device.

Manufacturer narrative:
Lot number 62008. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen was difficult "illegible" advancement of "illegible" during implant and defective device.